Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for persistent low flow alarms despite intervention. A computed tomography angiography (cta) showed 90% outflow graft occlusion. The patient went to the operating room on (B)(6) 2024 for surgical excision of the occlusion. There were no changes to the patient's condition or anticoagulation status that may have contributed. The patient did not have any symptoms. The pump flow increased after the extrinistic outflow graft obstruction (eogo) surgical evacuation.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. In addition, the reported low flow alarms could not be confirmed, as no log files were submitted for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Heartmate 3 lvas patient handbook rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.